Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try multiple button press techniques with and without pump case, but display still did not turn on, customer did not have charger available to complete troubleshooting, and technical support obtained approval to send charging cable overnight so customer could further troubleshoot pump.